Manufacturer narrative:
The tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application reagent lot number is 839406, and the expiration date was not provided. A field service engineer (fse) determined that detergent 2 was not dispensing. The fse replaced the water valve and cleaned the detergent mixer. They ran a precision check and qc; all results were passing specifications. The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application result from the cobas 8000 cobas c 502 module for one patient. The initial result was 7.08%, and the repeat result was 4.86%. The sample was repeated as the patient's glucose result did not match the initial a1c result, as well as the medical history. The questionable results were not released outside of the laboratory.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.